Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The insulin appeared to be gelled at the tip of the cannula. The customer's blood glucose level was at a low of 60 mg/dl and a high of 367 mg/dl. The customer changed the cartridge, tubing and site. The customer was fine later in the day. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.